Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: nozzle has foreign objects, paint peeling is observed on the air and water supply cylinders, there is peeling paint on the suction cylinder. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in nozzle, paint peeling is observed on the air and water supply cylinders, there is peeling paint on the suction cylinder. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: h4.